Event description:
The customer reported that the masimo sensors switched off after a short period of use while a patient was under surgery. The sensor was switched out with another sensor, which then functioned as intended. No adverse patient impact or death was reported.

Manufacturer narrative:
Testing was reportedly conducted at the customers site and in the information provided states that screenshots of the failing sensors are in the complaint. There were no screenshots located in the complaint. The faulty sensors were requested to be returned for analysis, but they were not provided. The precise cleaning agents used on the sensors by this customer was not provided as well. The masimo spo2 sensors that were in use have been replaced by the customer by filing a warranty claim. The root cause of the failing masimo spo2 sensors was unable to be determined based on the information provided. Despite our request to have the faulty sensors returned for analysis, they were not provided. Therefore, we cannot confirm or deny the reason the masimo sensors are failing. There have been no additional complaints filed indicating failures of these sensors. This appears to be an isolated issue with this customer's site. Note, that even accessories designed to be reused have a limited maximum period of use. Handling and reprocessing can increase wear and markedly shorten maximum period of use (e.g., disinfectant residues can attack the material more intensely during autoclaving). If signs of wear become visible, such as cracks, deformation, discoloration, peeling, etc., the affected accessories must be replaced.

Event description:
The customer reported that the masimo sensors switched off after a short period of use while a patient was under surgery. The sensor was switched out with another sensor, which then functioned as intended. No adverse patient impact or death was reported.

Event description:
The customer reported that the masimo sensors switched off after a short period of use while a patient was under surgery. The sensor was switched out with another sensor, which then functioned as intended. No adverse patient impact or death was reported.

Manufacturer narrative:
Updated evaluation: it was confirmed there were no errors that occurred on the m540 monitors in use. The customer reports they have a total of six masimo spo2 sensors that are intermittently switching off. Testing was reportedly conducted at the customers site and in the information provided, it states that screenshots of the failing sensors are in the complaint. There were no screenshots located in the complaint. The precise cleaning agents used on the sensors by this customer was requested but not provided as well. Four of the requested spo2 sensors were returned to draeger for analysis. There was no external damage such as cable breakage or other signs of wear visible on the sensors. The four sensors were tested with two known good m540 bedside monitors. The sensors were all evaluated with one m540 and then tested again with another m540. The test results on both m540 devices were identical for each sensor. Three of the cited sensors were found to have open circuits and were not functional. One of the cited sensors was found to be fully operational. The masimo spo2 sensors that were in use have been replaced by the customer by filing a warranty claim. The root cause for the three faulty spo2 sensors was due to internal open circuits. There have been no additional complaints filed indicating failures of these sensors. This appears to be an isolated issue with this customer's site. Note, that even accessories designed to be reused have a limited maximum period of use. Handling and reprocessing can increase wear and markedly shorten maximum period of use (e.g., disinfectant residues can attack the material more intensely during autoclaving). If signs of wear become visible, such as cracks, deformation, discoloration, peeling, etc., the affected accessories must be replaced.

Event description:
The customer reported that the masimo sensors switched off after a short period of use while a patient was under surgery. The sensor was switched out with another sensor, which then functioned as intended. No adverse patient impact or death was reported.

Manufacturer narrative:
Updated evaluation: it was confirmed there were no errors that occurred on the m540 monitors in use. The customer reports they have a total of six masimo spo2 sensors that are intermittently switching off. Screenshots of failing sensors were provided (multiple screenshots labeled with sensors 1-4 with *** and ¿spo2 interference detected¿, ¿spo2 ab¿ or ¿spo2 sensor disconnected¿ messages displayed, or with normal or noisy spo2 signals displayed). The precise cleaning agents used on the sensors by this customer was requested but not provided as well. Four of the requested spo2 sensors were returned to draeger for analysis. There was no external damage such as cable breakage or other signs of wear visible on the sensors. The four sensors were tested with two known good m540 bedside monitors. The sensors were all evaluated with one m540 and then tested again with another m540. The test results on both m540 devices were identical for each sensor. Three of the cited sensors were found to have open circuits and were not functional. One of the cited sensors was found to be fully operational. The masimo spo2 sensors that were in use have been replaced by the customer by filing a warranty claim. There have been no additional complaints filed indicating failures of these sensors. The complaint database shows no similar events have been reported in the last 12 months. Note, that even accessories designed to be reused have a limited maximum period of use. Handling and reprocessing can increase wear and markedly shorten maximum period of use (e.g., disinfectant residues can attack the material more intensely during autoclaving). If signs of wear become visible, such as cracks, deformation, discoloration, peeling, etc., the affected accessories must be replaced.